Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 1 week post implant during a routine device check it was found that the right ventricular (rv) lead had intermittent capture and sensing, no capture, and high thresholds. The patient was admitted in the hospital for observation and the device was interrogated and reprogrammed higher outputs. The physician suspected a possible micro perforation. The device was interrogated prior the lead revision and the rv lead was within functioning normal limits. During the replacement procedure, the device was removed and placed in normal saline solution for approximately forty-five minutes. When the device was reconnected to the leads, asystole was observed. The device header had been shaken and blown on to remove excess water. The device was explanted and replaced. No further patient complications have been reported as a result of this event.